Manufacturer narrative:
No device was returned as no product fault was alleged and the involved devices currently remain in situ. It is unknown if the patient had experienced any falls or other adverse accidents. The patients bone quality is unknown and it is unknown if fusion had occurred. No lot number could be provided so a review of the manufacturing history could not be performed. No root cause could be determined with the limited amount of information received however the burst fracture is likely the result of poor bone quality, excessive physical activity, and/or implant selection/placement. No additional investigation can be completed. Label review "potential adverse events and complications -as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries" "potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra" "warnings, cautions and precautions -patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity" "correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "Post-operative warnings -during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."

Event description:
On (B)(6) 2023 a patient underwent an anterior and posterior fixation procedure from l2-l5. The surgery was completed without issue. The patient was having pain and on a unknown date it was discovered the patient had experienced a burst fractures at l2. On (B)(6) 2024 a revision procedure occurred where the construct was extended to t12. The constructs were connected with o-h connectors and the surgery was completed without issue.